Manufacturer narrative:
(B)(4). Date sent: 1/14/2025. D4 batch #: v9639t. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with no apparent damage. It was connected to a generator, when activated with a test instrument it resulted in a "replace handpiece" alert screen displayed by the generator. The instrument was disassembled to perform an internal electrical test that revealed a ground open circuit condition at the cable affecting the functionality of the handpiece. I addition, the moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However, no definitive root cause could be drawn. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. No conclusion could be reached as to what caused this issue. It is probable that the ingress of moisture affected handpiece functionality. A manufacturing record evaluation was performed for the finished device batch v9639t, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the handpiece was not working with harmonic device (errors). So they were not able to operate with harmonic. There were no patient consequences.